Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, visual inspection showed the returned lead was found in two pieces. The cause of the event is consistent with damage caused due to an overstress condition/sudden event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon x-ray review, lead fracture was confirmed. In turn, surgical intervention was undertaken wherein both broken parts of the lead were explanted and a new lead was implanted. This addressed the issue.